Manufacturer narrative:
Evaluation summary: the patient experienced high blood sugars while using a humapen luxura device (reported lot number 1308b02). There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient re-used needles twice. This is likely not relevant given that there was no product complaint relative to pen function. The device user manual indicates a new needle should be used with each injection.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to notify an event and a product complain, concerns a (B)(6) male caucasian patient. The medical history of the patient included hypertension. Concomitant medications included metformin for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 20iu each morning before breakfast and 20 iu each night, subcutaneously, for unknown indication for use, beginning in (B)(6) 2015. The human insulin nph was delivered via humapen luxura burgundy (batch: 1308b02/ not associated with a product complaint). On (B)(6) 2015, approximately one month after beginning human insulin nph treatment, the patient blood glucose was 180 mg/dl. The patient received human insulin nph and two hours after receiving the human insulin nph the patient blood glucose was 380 mg/dl and the reporter stated that the patient almost experienced a coma. The event of blood glucose was 380 mg/dl was considered life-threatening to the company due medically significant reasons. The patient did not received corrective treatment and it was unknown if he recover from the event. The patient reused the needles twice. The reporter stated that the patient discontinued the human insulin nph treatment because he believes that the patient would die. It was provided the patient started receiving metformin again (unclear when metformin was discontinued and restarted). On (B)(6) 2015, the patient underwent blood glucose test and the result showed 226 mg/dl. On (B)(6) 2015, the patient underwent blood glucose test and the result showed 230 mg/dl (normal range was not provided). It was stated the result of blood glucose was 230 mg/dl because the patient exaggerated and drank beer, cachaca and all that he was entitled (as reported). As of (B)(6) 2015, it was provided the patient was better; however, his glycemia was more or less (as reported) the patient was the device operator. It was unknown if he received proper training. It was unknown for how long the patient uses the suspect device or the suspect device model. The device was not returned. The reporting consumer related the blood glucose increased to human insulin nph treatment. Update 03aug2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 03aug2015: upon internal review, added reuse of needle in narrative. Update 11-aug-2015: additional information received on 10-aug-2015 from initial reporting consumer. It was added hypertension as medical history; updated the outcome of the event of blood glucose increased; added 230 mg/dl as result of blood glucose test and additional information about that. Corresponding fields and narrative were updated accordingly. Upon internal review it was added the result (226 mg/dl) of blood glucose test and that the patient restarted metformin therapy in narrative. Update 04sep2015. Additional information received 03sep2015 from the global product complaint system.

Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer who contacted the company to notify an event and a product complain concerns a (B)(6) male caucasian patient. Medical history was not provided. Concomitant medications included metformin for unknown indication for use. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 20iu each morning before breakfast and 20 iu each night, subcutaneous, for unknown indication, beginning in (B)(6) 2015. The human insulin nph was delivered via humapen luxura burgundy (batch: 1308b02). On (B)(6) 2015, approximately one month after commencing human insulin nph treatment, the patient blood glucose was 180mg/dl. The patient received human insulin nph and two hours after receiving the human insulin nph the patient blood glucose was 380 mg/dl and the reporter stated that the patient almost experienced a coma. The patient did not received corrective treatment and it was unknown if he recovered from the event. The event of blood glucose was 380mg/dl was considered life-threatening to the company due medically significant reasons. The patient reused the needles twice. The reporter stated that the patient discontinued the human insulin nph treatment because he believes that the patient would die. The patient was the device operator. It was unknown if he received proper training. It was unknown for how long the patient uses the suspect device or the suspect device model. There was no reported complaint for this device and its return is not expected. The reporting consumer related the blood glucose increased to human insulin nph treatment. Update 03aug2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 03aug2015: upon internal review, added reuse of needle in narrative.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.